Event description:
Customer stated "switch started smoking." Product was returned for investigation. The product was approx. 8 years and 10 months old when the incident occurred. The customer stated that the pad was used heavily on a daily basis an investigation was done into the customers complaint, the cord was cut, the pad was bunched, the leads were bent, the thermostats were also bent and discolored. The investigator determined that the pad was being misused. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.